Event description:
It is reported that the thread fractured.

Manufacturer narrative:
Evaluation summary: as returned, the leading thread is fractured. The instrument exhibits evidence of side and non-axial impactions which can result in unintended loading condition for the threads. The increased stresses may exceed the material strength of the threads and become damaged. Based on the info provided, the exact cause of the leading thread damage weld cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.